Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the item was found to have a large rip running from the base of the handle. The condition was noticed prior to use and prior to incision.

Manufacturer narrative:
A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. All DHR¿s are reviewed for quality inspections and parameter compliance prior to releasing the product for distribution. The customer states the item was found to have a large rip running from the base of the handle. Two pictures were provided for evaluation and the reported condition was confirmed; the pictures show that the cone of the lite sleeve is ripped. The investigation was performed analyzing the performance of the molds, machine and process. The most likely root cause indicates that this condition could occur during the molding process as these parts could get stuck in the mold cavity (nest) due to similar cooling temperatures from both sides of the mold. The part gets stuck on the stationary side of the mold and in order to remove the stuck part, the part needs to be cut in order to break the vacuum between the part and mold. As a preventive action, a production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer and 100% in-process inspection is being performed. As a corrective and preventive action, the process was validated to achieve optimal process conditions (mold, machine, air system, etc.). If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.